Event description:
It was reported via repair work order that head right and foot right siderails were stuck in the lowest position due to the timing links being corroded with existing fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.